Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693565 implantable tachy lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced muscle twitches and that there was "missing stimulation." Lv (left ventricular) lead dislodgement was noted. The lead was deactivated, but later revised and remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(6) study.